Event description:
The customer reported, the display is blank.

Manufacturer narrative:
(B)(4): the customer reported, the display is blank. The unit was evaluated at philips and the reported symptom was duplicated. Replacing the display resolved the reported issue.